Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed a black screen during login and required multiple logins attempts after the upgrade. A technical support specialist dialed into the device, performed a bio ID push following bio metric identifier lumidigm update package 1.3 release for es failure recovery fix, and requested customer validation. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed a black screen during login and required multiple attempts after the upgrade. However, there were no delays, adverse events or injuries reported based on this event.